Event description:
During routine foley catheter insertion, it was noted that the retention balloon integrity had failed and the catheter was immediately expelled. Upon visual inspection, it was noted that a segment of the tip of the catheter above the balloon was missing not just broken.